Event description:
It was reported that during an a-fib procedure, a cardiac tamponade had developed during ablation in the left auricle (30w/30sec, irrigation 17mm/min.). The physician stopped ablation due to the blood pressure reduction to 40mmhg. After drainage and protamine administration, blood pressure increased to 120mmhg. The patient was transferred to ICU after an hour follow up in operating room. The patient is currently followed up and in stable condition.

Manufacturer narrative:
Upon further clarification from the facility, the physician has indicated that the patient's prognosis is satisfactory. The adverse event was not caused by the (B)(4) product involved in the procedure. There is no further information available regarding the patient's health conditions. If the product is returned to (B)(4) in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA. (B)(4).